Event description:
Indication for procedure: unk. Procedure: this was a case that was discovered during a brief conversation between the spnc rep and dr (B)(6) at (B)(6) that reportedly occurred 'several months ago'. It is unk at this time the specific details surrounding the case other than there were no reported malfunctions or complications related to spnc devices from the md. Device analysis: no devices were retained from this procedure for return. Since the serial # is unk, a lot history file review was unable to be done. There were no indications from the md that the spnc devices malfunctioned or may have been the causative factor in the pt's post-operative status. Pt status: unk.

Manufacturer narrative:
MFR dates for all devices: unk.